Manufacturer narrative:
Additional information: device received as an unauthorized return on (B)(6) 2010. Confirmation from the sales rep received on (B)(6) 2010. Indicating that the device was intended as a return for this complaint. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02160 and 3005099803-2010-02167 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, in all three instances, the clips grasped onto tissue however, they would not release from the catheter. It was reported that each device was removed causing minor tissue damage. The case was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
The date of event is unknown. This report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02160 and 3005099803-2010-02167 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, in all three instances, the clips grasped onto tissue however, they would not release from the catheter. It was reported that each device was removed causing minor tissue damage. The case was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned. The control wire was separated per design. In addition, it was also noticed that the cross pin was detached from the slider and the slider cover had been removed. There was a kink in the control wire near the handle and the over sheath was missing. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: the date of event is unknown. Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02160 and 3005099803-2010-02167 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, during the procedure, in all three instances, the clips grasped onto tissue however, they would not release from the catheter. It was reported that each device was removed causing minor tissue damage. The case was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.